Event description:
Complainant alleged that while attempting to treat a patient, the device failed to charge. Complainant indicated that the clinician moved the multi-function cable around at the back of the device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.